Manufacturer narrative:
(B)(4). D10. 28mm i.d. 46mm o.d. Size g bearing item# (B)(4) lot#65994698.

Event description:
It was reported in hip replacement that the head do not assembly as intended within the bearing displayed significant play. There was no surgical delay or complications. Foreign body was not retained. Another head was used to complete the surgery. Diligence is completed and no further information on the reported event has been provided.

Event description:
Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. Visual review of the returned ceramic head confirms head was seated in the liner upon return with no damage. The head exhibited audible clunks and "play" felt within the liner when moved in all directions. During evaluation further investigation of the head was needed. Ceramic head was removed from the liner for dimensional analysis. Dimensional analysis was done on the overall height and overall spherical diameter. Both dimensions were in specification. Liner was returned as associated product. Therefore, it is determined that the product meets the applicable acceptance criteria and is conforming to the specifications. Additionally, one image of the reported product assembled with the liner was provided. The product is shown in the operating theater and covered in some biological debris. Nothing inconspicuous can be identified. A review of the risk management file has not been completed as the product is considered unrelated to the reported event. Complaints are monitored per complaint trending process. Based on the available information, the reported event can be confirmed. However, no product issue could be identified with the reported biolox ceramic femoral head. The root cause of the reported issue is therefore unrelated to the zimmer biomet medical device. Upon reassessment of the case it was found that there was no harm or injury to a patient nor is the same malfunction likely to cause or contribute to a serious injury. This report was forwarded in error and should be considered void. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.